Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 09/10/2013-device evaluation: the pump has been returned and evaluated by product analysis on 08/23/2013 with the following findings:a review of the black box showed no activity outside normal use. On 05/28/2013, there were multiple replace battery alarms due to a discharged battery. There was no sudden voltage drop observed. The battery cap and battery compartment were found to be intact and maintained an electrical connection. The pump powered on appropriately to the verify screen. The pump was primed and exercised successfully with no issues occurring. There were no battery alarms or overheating duplicated during investigation. Low battery warnings and replace battery alarms were simulated during testing, and the pump emitted the appropriate audio-visual alerts. The pump cover was removed, and there were no issues found with the power circuit. The complaint could not be duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a temperature (temp ¿ moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Additional device evaluation information from analysis on 09/17/2013: the pump passed a leak test. Pump¿s cover was removed and no moisture ingress was found to the power circuit.